Event description:
It was reported that the patient had their device removed due to a (B)(6) infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37744, serial # (B)(4), product type programmer, patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3093-33, lot # v871804, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3093-33, lot # v871804, implanted: (B)(6) 2012, explanted: (B)(6) 2012; product type lead.

Event description:
Additional information received reported that the device was removed three days after implant. Signs and symptoms of the infection included redness, drainage, and incisional wound opening. The location of the infection was at the pocket site. A culture was obtained and it was (B)(6), the patient was a known carrier. The patient was given an IV and oral antibiotics for the infection. A total device system explant was performed. It was noted the patient had risk factors before the implant that were a post-op wound or skin contamination. The infection resolved.